Event description:
The customer stated that while riding his unit downhill, he discovered he had no brakes when he went to slow down. This caused him to fall out of unit. He went to his dr for scrapes and bruises.